Manufacturer narrative:
(B)(4). The therapy date for the following device is unknown: model: 1192, scs anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) loss stimulation. X-rays revealed a lead break. In turn, surgical intervention was undertaken. Intra-op lead testing identified high and invalid impedance measurements. As a result, the physician explant and replaced the patient's lead which resolved the issue. Effective stimulation therapy coverage was restored post-operative.